Event description:
It was reported that the user experienced hypoglycemia while using the ilet after disconnecting for a shower and subsequently announcing a meal without consuming the corresponding carbohydrates, which coincided with recent correction doses and resulted in insulin stacking; the device alerted to a low glucose value, and glucose readings ranged from 50 to 84 mg/dl over about 30 minutes, with correction achieved using oral carbohydrates and fingerstick confirmation. Symptoms included dizziness, nausea, and sweating. Outcomes included transient hypoglycemia without the need for outside assistance or medical intervention. Investigation included review of event history and user coaching on proper meal announcement and timely carbohydrate intake. Investigation of this case revealed that insulin stacking associated with late or unconsumed meal announcements likely led to hypoglycemia, and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error and cause unclear for hypoglycemia classification due to limited corroborating data. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.